Manufacturer narrative:
In the previously submitted report, the legacy complaint ID was missing. Previously submitted report is associated with legacy complaint ID: 318007316. The legacy complaint ID has been updated in this report.

Event description:
The manufacturer received information regarding a rep dreamstation auto bipap. The patient has alleged that the device burnt up and having smoke smell. There was no report of patient harm or injury. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.